Event description:
It was reported that the micro sagittal saw overheated prior to a case. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was observed to be damaged. In addition, the sockets were discovered to be corroded and the sag head was filled with debris.